Event description:
It was reported that a novum iq large volume pump experienced an ac disconnected alarm. This issue occurred during testing in the biomed service department. A known good power adapter was connected to the unit, and the alarm would not clear. It was also observed that the battery was not charging. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During evaluation, the reported condition was reproduced. A known good power adapter was connected to the unit, and the device would not power on. A baxter hub was connected and the device, again, would not power on. A visual inspection was performed, and it was noted that the ac adapter was damaged (the casing was separated from the connector portion). The unit was successfully loaded and ran a set without discrepancies. The tubing channel appeared to be free and clear of debris. The power wiring harness was tested for functionality on a test unit, and it functioned as intended. The power ports on the ui pcba board were tested with a known good power wiring harness, and the device would not power on during testing. The reported condition was verified. The cause of the reported condition was a defective ui pcba board. To resolve this issue, the ac adapter and ui pcba board required replacement. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. Should additional relevant information become available, a supplemental report will be submitted.